Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic was damaged. The incision was enlarged. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Lenses associated with this complaint: serial number (B)(4), manufacture date 07/24/2015, and expiration date 06/30/2020. Serial number (B)(4), manufacture date 06/19/2015, and expiration date 05/31/2020. Serial number (B)(4), manufacture date 04/29/2015, and expiration date 03/31/2020. Serial number (B)(4), manufacture date 04/29/2015, and expiration date 03/31/2020. Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lenses were returned to b+l. Visual inspection for lenses with serial numbers (B)(4) found both haptics bent. Visual inspection for lens serial number (B)(4) found the tip of one haptic broken off and missing. The other haptic is bent. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history records for the lenses were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
Update: reportedly, four lenses had issues for same patient. All four lenses had haptic damage, but only one had patient contact. It is unknown which of the four lenses had patient contact leading to the incision enlargement.